Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and information was also received from healthcare provider (hcp) via a manufacturing repre sentative regarding patient receiving intrathecal dilaudid 20.0 mg/ml at 7.491 mg/day via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) displayed code 8254 (low reservoir) on (B)(6) 2017. The patient was not due for a refill, and the patient had not recently had a refill. The patient had suddenly become sick the past few/couple of days (from (B)(6) 2017) with what was initially reported as a bad stomach virus and vomiting. However, it was further noted that the patient presented to the hcp¿s facility on (B)(6) 2017 with feelings of withdrawal and an empty reservoir alarm. The event was clarified to have occurred (B)(6) 2017 despite the consumer reporting the ptm displayed code 8286 (empty reservoir) on (B)(6) 2017. The refill date at max activations was supposed to be (B)(6) 2017. The hcp read the logs and interrogated the pump to find this information (including the low reservoir alarm occurring on (B)(6) 2017). It was noted that the patient did have an increase in daily dose on (B)(6) 2017. The pump was read, and saline was put in the pump to monitor. The printout stated the reservoir volume was 0.0 ml, and underneath it said ¿40.3 ml dispensed since update¿ (which was (B)(6) 2017). It was unknown what environmental/external/patient factors that may have led or contributed to the issue. Possible overinfusion was mentioned. Surgical intervention did not occur. It was unknown if surgical intervention was planned. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The pa tient¿s medical history and weight were unavailable. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.